Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('chronic menometrorrhagia') and uterine polyp ('uterine polyp') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. In 2018, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced procedural pain ("abdominal and pelvic pain following removal of essure"). On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant). The patient was treated with analgesics and surgery (removal of essure with bilateral salpingectomy, under general anesthesia and removal of uterine polyp by hysteroscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, uterine polyp and procedural pain outcome was unknown. The reporter provided no causality assessment for menometrorrhagia, procedural pain and uterine polyp with essure (ess205). The reporter commented: no particular symptom was attributed to essure but the patient was stressed for being fitted with such a device. The post-operative course was marked by abdominal and pelvic pain relieved by analgesics. The sample was not available for inspection, the lot number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in 2018: endometrium thickening suggesting uterine polyp. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.